Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after insertion, the operator could inject only 6 cc of water to inflate the balloon. Therefore, the operator tried to withdraw water and was unable to do so. The operator cut the shaft of the catheter and removed the catheter from the patient.

Manufacturer narrative:
Based on the evaluation, the sample was classified as a poor sample and several tests could not been carried out. The exact time of how and when the problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "(6) insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. (Fig. 5) (7) pull catheter to seat the balloon at the level of the bladder neck and secure placement."

Event description:
It was reported that after insertion, the operator could inject only 6 cc of water to inflate the balloon. Therefore, the operator tried to withdraw water and was unable to do so. The operator cut the shaft of the catheter and removed the catheter from the patient.